Event description:
It was reported that during a coronary angioplasty procedure, a balloon rupture and separation occurred. The 90-99% stenosed, very calcified, eccentric, irregular, type b2 lesion was located in the proximal right coronary artery (rca) and was reported to be within a stent . The left anterior descending artery, the mid circumflex artery and the first obtuse marginal branch were also determined to be occluded. The al2 6f guide catheter was positioned in the proximal rca. Another MFR's balloon was inserted into the mid rca for predilation, with 3 inflations to maximum of 22 atms for a total duration of 30 seconds. This resulted in a rupture of the balloon. Then the 3.0x10mm ultra2 cutting balloon was inserted into the mid rca for predilation. The balloon was inflated 3 times with a maximum pressure of 16 atms for a total duration of 90 seconds, resulting in a rupture of the ultra2 cutting balloon. These inflations exceeded rated burst pressure (rbp). A distal portion of the cutting balloon detached and could not be retrieved. This segment occluded the mid rca with no anterograde flow and the pt was reported to have suffered a heart attack. The pt was taken for emergent bypass surgery. Following surgery, pt status was reported as "good". Add'l details regarding this event have been requested, but are not available.